Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was an integrated circuit (ic), designator u19, on the digital pcb assembly.the customer was provided with a replacement device.

Event description:
Physio-control evaluated the customer's device as part of a regularly scheduled preventative maintenance (pm) when it was observed that it would not detect a simulated ECG rhythm. There was no patient use associated with the reported event. Upon further analysis of the device, physio confirmed that the device would not process the ECG rhythm correctly and gave an inappropriate no shock advised decision on a shockable ventricular fibrillation (vf) rhythm.